Event description:
It was reported to philips that the device was unable to obtain ECG readings, it kept displaying leads off messages. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.